Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's drg leads had migrated and high impedances due to fibrosis. Surgical intervention was undertaken on (B)(6) 2024 during which the entire system was explanted and replaced. Therapy was restored post-op.